Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported possible over delivery the blood glucose value at the time of the event was 49 mg/dl. Low blood glucose was treated by insulin pump and glucose intake. Troubleshooting was performed. Customer using pump within 48 hours prior to event. It was unknown that the auto mode feature was active at the time of the event. It was unknown that the customer will continue the use of the insulin pump or not and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.